Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is nagano prefectural welfare agricultural cooperative association hokushin general hospital this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test when inflated the foley catheter balloon, the water was hard to inject. Water can be injected if applied force. This happened a lot recently. Also, the shaft was browner than before.

Event description:
It was reported that during pre-test when inflated the foley catheter balloon, the water was hard to inject. Water can be injected if applied force. This happened a lot recently. Also, the shaft was browner than before.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j16 and manufacturing lot number ngjs4649. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The concentricity of catheter balloon is 50:50. The balloon deflated 10ml methylene blue solution within 1min and 39 seconds. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. The complete initial reporter facility name is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.